Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
In 2007, it was reported to bsc that during a therapeutic endoscopic retrograde cholangiopancreatography (patient gender and age unknown), the "distal end of the hydrophilic tip was missing." Additional information received on january 16, 2007, indicated that "there is a chance that the tip of the guidewire fell into the patient." The procedure was successfully completed with another bsc guidewire. There was no reported complication or ill effect sustained by the patient.